Event description:
Rptr stated that a comparison between the surestep meter and a hcp meter was 272 mg/dl (ss) and 222 mg/dl (hcp) respectively (23% difference). No symptoms were reported. There was no allegation of harm.